Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate 3 lvas is (B)(4). The approximate age of the device - 1 year and 2 months. Investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was admitted to the hospital with hemoglobin and hematocrit (h&h) levels of 6.0 g/dl and 20.9 g/dl, respectively. The patient was transfused 1 unit of packed red blood cells (prbc). The following, another unit of prbcs was transfused. An esophagogastroduodenoscopy performed showed duodenal polyps but no source of bleeding. A colonoscopy was scheduled on (B)(6) 2018 but could not be completed due to poor preparation. The colonoscopy was reattempted the next day but again could not be completed due to poor preparation. The decision was made not to repeat the colonoscopy again. Another unit of pbrcs was given on (B)(6) 2018 for an h&h of 6.7 g/dl and 21.7 g/dl. No further signs of bleeding were observed and the patient was discharged home on (B)(6) 2018 with an h&h of 7.9 g/dl and 26.2 g/dl. No further information was received.